Event description:
The facility reported an infusion pump that was over infusing. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The condition of "overinfusing" was not confirmed during testing. The pump passed all accuracy specifications and the pump was returned to the customer fully operational.